Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg)

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances. The patient underwent a revision procedure wherein it was discovered that the patient's extension was broken and completely disconnected from the ipg. There were exposed cables on the extension. The patient's ipg was also flipped. The extension was replaced and the patient's ipg was revised.

Manufacturer narrative:
Lead extension sc-3138-35 sn (B)(4): the compliant was confirmed. The lead body was completely separated from the connector. It appears that excessive tensile force was exerted onto the lead body and it resulted in its separation from the connector. A review of the manufacturing documentation for the lead extension and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced a loss of stimulation due to high impedances. The patient underwent a revision procedure wherein it was discovered that the patient's extension was broken and completely disconnected from the ipg. There were exposed cables on the extension. The patient's ipg was also flipped. The extension was replaced and the patient's ipg was revised.